Manufacturer narrative:
Annex a and annex d codes were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor it was reported that they missed a call from a medtronic representative to set up an appointment. The agent emailed the field, requesting they call the patient back. Patient said they will be having their implant battery checked at the appointment. The patient said the appointment would also address an issue that started about 6 months ago, where when they turned stimulation up the toes on their left foot would curl. The patient said they had never had that issue before, so they wondered if something was wrong with the lead. The patient said about a month ago they also started to have an issue with their bladder not emptying. The patient was redirected to the healthcare provider, and a message was sent to the field for visibility.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.